Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm and off no power alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the off no power alarm occurred without low battery alert. The customer stated that the insulin pump had cracks and missing pieces of the battery compartment. The customer stated that the drive support cap was sticking out. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.